Event description:
It was reported by a nurse that a vns pt had a flurries of staring spells (i.e. Increase seizures). Most flurries were due to stress per treating nurse. Pt turns the vns device off at night and even for days when he feels uncomfortable. Pt's device setting is very low per nurse and his diagnostics are within normal limits. Good faith attempts to obtain pt's info have been unsuccessful to date.

Event description:
Additional information was received from the initial reporter. She did not feel that there were any complaints of an adverse event or anything along those lines. No additional information was provided.